Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed july 17, 2014.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.